Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2013. The most recent information was received on 01-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic'), genital infection fungal ('yeast infections'), dysmenorrhoea ('severe menstrual cramping'), abdominal pain ('pain in left abdomen'), back pain ('aching pain in lower back'), abdominal distension ('bloating (as if pregnant)'), menorrhagia ('heavy periods with clots'), fatigue ('chronic fatigue'), genital infection bacterial ('chronic bacterial infections') and impaired gastric emptying ('gastroparesis') in an adult female patient who had essure (batch no. 628147) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma. Concomitant products included lactobacillus reuteri (probiotica). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced impaired gastric emptying (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital infection fungal (seriousness criterion disability), dysmenorrhoea (seriousness criterion disability), abdominal pain (seriousness criterion disability), back pain (seriousness criterion disability), abdominal distension (seriousness criterion disability), menorrhagia (seriousness criterion disability), fatigue (seriousness criterion disability), genital infection bacterial (seriousness criterion disability), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine") and balance disorder ("equilibrium issues"). The patient was hospitalized for 3 days. The patient was treated with antibiotics, fluconazole (diflucan), metronidazole and surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital infection fungal, dysmenorrhoea, abdominal distension, menorrhagia, fatigue, genital infection bacterial, alopecia, headache, migraine and balance disorder outcome was unknown and the abdominal pain and back pain had not resolved. The reporter provided no causality assessment for impaired gastric emptying with essure. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, balance disorder, dysmenorrhoea, fatigue, genital infection bacterial, genital infection fungal, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: removal recommended by treating physician yes concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Most recent follow-up information incorporated above includes: on 1-feb-2021: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic'), genital infection fungal ('yeast infections'), dysmenorrhoea ('severe menstrual cramping'), abdominal pain ('pain in left abdomen'), back pain ('aching pain in lower back'), abdominal distension ('bloating (as if pregnant)'), menorrhagia ('heavy periods with clots'), fatigue ('chronic fatigue'), genital infection bacterial ('chronic bacterial infections') and impaired gastric emptying ('gastroparesis') in an adult female patient who had essure (batch no. 628147) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma. Concomitant products included lactobacillus reuteri (probiotica). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced impaired gastric emptying (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital infection fungal (seriousness criterion disability), dysmenorrhoea (seriousness criterion disability), abdominal pain (seriousness criterion disability), back pain (seriousness criterion disability), abdominal distension (seriousness criterion disability), menorrhagia (seriousness criterion disability), fatigue (seriousness criterion disability), genital infection bacterial (seriousness criterion disability), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine") and balance disorder ("equilibrium issues"). The patient was hospitalized for 3 days. The patient was treated with antibiotics, fluconazole (diflucan), metronidazole and surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital infection fungal, dysmenorrhoea, abdominal distension, menorrhagia, fatigue, genital infection bacterial, alopecia, headache, migraine and balance disorder outcome was unknown and the abdominal pain and back pain had not resolved. The reporter provided no causality assessment for impaired gastric emptying with essure. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, balance disorder, dysmenorrhoea, fatigue, genital infection bacterial, genital infection fungal, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: removal recommended by treating physician yes concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: doh-mw5031600) on 16-oct-2013. The most recent information was received on 30-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic'), genital infection fungal ('yeast infections'), dysmenorrhoea ('severe menstrual cramping'), abdominal pain ('pain in left abdomen'), back pain ('aching pain in lower back'), abdominal distension ('bloating (as if pregnant)'), menorrhagia ('heavy periods with clots'), fatigue ('chronic fatigue'), genital infection bacterial ('chronic bacterial infections') and impaired gastric emptying ('gastroparesis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included lactobacillus reuteri (probiotica). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced impaired gastric emptying (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital infection fungal (seriousness criterion disability), dysmenorrhoea (seriousness criterion disability), abdominal pain (seriousness criterion disability), back pain (seriousness criterion disability), abdominal distension (seriousness criterion disability), menorrhagia (seriousness criterion disability), fatigue (seriousness criterion disability), genital infection bacterial (seriousness criterion disability), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine") and balance disorder ("equilibrium issues"). The patient was hospitalized for 3 days. The patient was treated with antibiotics, fluconazole (diflucan), metronidazole and surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital infection fungal, dysmenorrhoea, abdominal distension, menorrhagia, fatigue, genital infection bacterial, alopecia, headache, migraine and balance disorder outcome was unknown and the abdominal pain and back pain had not resolved. The reporter provided no causality assessment for impaired gastric emptying with essure. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, balance disorder, dysmenorrhoea, fatigue, genital infection bacterial, genital infection fungal, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: removal recommended by treating physician yes. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4). Medical assessment: the medical events reported are not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet document received, new reporter, essure indication, start stop date and event pelvic, hair loss, headaches, migraine and equilibrium issues were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.